Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.00/3.0/072 (sphere/cylinder/axis) was implanted into the patients eye. Excessive vault was observed. On (B)(6) 2023 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.